Event description:
Plaintiff alleges becoming sensitized and allergic to latex and is at risk of suffering anaphylactic reactions when she comes in contact with products which contain latex. She alleges suffering physical injuries including hand sores, hives, dermatitis, runny eyes and nose, and other physical injuries as well as great despair and loss of enjoyment of life. Also alleges suffering great loss and depreciation of her earning and earning capacity.